Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 419478 lead, implanted: (B)(6) 2005; 5554-53 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.